Event description:
Patient developed endophthalmitis at 4-day postoperative. Intense fibrin reaction around lens and patient was nonresponsive to steriods treatment and was referred to a retinal specialist. Patient was treated with intraocular injections.